Event description:
The customer reported that after sealing, the device jaws would not open. The device was cut out of tissue. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow up report will be submitted.